Event description:
Event description boston scientific, cardiac rhythm management received information that, during the implant procedure for this cardiac resynchronization therapy defibrillator (crt-d), a cardiac tamponade and pericardial effusion was induced.